Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that system is not proceeding boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found problems with network nodes and the database. The fse requested hospital it to verify that the network nodes and database were correctly configured to meet operational needs. To resolve the issue, the fse documented all configuration settings with photos and downloaded required files to support future software reloads, created a new ghost backup for the backup hard drive, updated the xper management tool settings to set the current pacs node as the default, replacing the unused older node and did thorough system functionality test. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.